Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not know when he obtained the error 4 message. The patient manages his diabetes with insulin pump therapy. He reported that prior to obtaining the error message, he had developed symptoms of "agitated, headaches, disoriented, unable to think straight." He reported that his symptoms were treated with 13 units of novolog insulin by a non-healthcare professional on (B)(6) 2016. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca confirmed that the patient's test strips had been stored correctly and were within expiry date. The patient described the correct testing steps and he confirmed that the test strip completely drew in the sample. The patient was unable or unwilling to perform a retest and the issue remained unresolved. Replacement products were sent to the patient. In conclusion, although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to the symptoms as the patient was already symptomatic prior to testing. Additionally, there is no indication of delay in treatment. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.